Manufacturer narrative:
(B)(4). The incident generator has been received and is under evaluation, the reusable pencil is not being returned. Additional questions in regard to the incident have also been asked. When the device evaluation is complete and if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that there was a suspected pt burn. The unit was set at 30 for both cut and coag. No error codes or alarms were observed. A covidien e2100 reusable pencil was also used.